Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 5158909/5158919, model/ catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing procedural pain at the ipg and lead site. It was also noted that the patient had inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected.